Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a retracta detachable embolization coil was difficult to deploy during an internal iliac artery embolization procedure on an unknown patient. After flushing, a retracta coil was inserted into a competitor's 5fr catheter via the femoral artery. After rotating the coil 8 to 10+ times counterclockwise using a dedicated torquer, it was unable to be detached. The coil was then removed from the patient, and a new device was used to successfully complete the procedure. The user noted that no damage was found to the packaging or the device upon opening. It was confirmed that the junction zone was located outside of the tip of the catheter during attempted deployment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, drawing, quality control procedures, device history record (DHR), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. This product is not supplied with an instructions for use (IFU) pamphlet by the manufacturer. The IFU pamphlet is supplied by the local distribution partner. The manufacturer¿s IFU [t_mwcer_rev6] states the following in consideration of the reported failure: instructions for use "6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it.¿ based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It was stated by the customer that the junction zone was outside of the catheter tip, as opposed to just inside the catheter tip as stated in the manufacturer¿s instructions for use, which could have contributed to this failure. However, this could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil was difficult to deploy during an internal iliac artery embolization procedure on an unknown patient. After flushing, a retracta coil was inserted into a competitor's 5fr catheter via the femoral artery. After rotating the coil 8 to 10+ times counterclockwise using a dedicated torquer, it was unable to be detached. The coil was then removed from the patient, and a new device was used to successfully complete the procedure. The user noted that no damage was found to the packaging or the device upon opening. It was confirmed that the junction zone was located outside of the tip of the catheter during attempted deployment. The patient was taking anti-coagulation medication at the time of the procedure.

Manufacturer narrative:
H3: device evaluated by mfg? The device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.